Manufacturer narrative:
Insulin pump alarm compromised force sensor during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked belt clip slot, cracked reservoir tube lip, and minor scratches on display window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appears normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.